Event description:
Subsequent to the initially filed report, the following information was received: the steerable guide catheter (sgc) and clip delivery system (cds) did not unintentionally move; however, the user inadvertently maneuvered both the sgc and cds too far in the left atrium. No other information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported perforation appears to be a result of procedural conditions. The reported hypotension appears to be a cascading event of the reported perforation. The reported death appears to be a cascading event of the perforation leading to surgery. Additionally, perforation, hypotension, and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported delay to treatment, unexpected medical intervention, surgical intervention, and hospitalization were the results of case-specific circumstances. This event was further reviewed by an abbott global medical affairs director. The reviewer concluded that an inadvertent maneuver of the device was performed during the procedure which caused the atrial perforation, and led to the cascade of events leading to surgery. Death was unrelated to the device and was likely a complication of the inadvertent maneuver which led to surgery. There is no indication of product issue with respect to manufacture, design or labeling.h6; device code 3026 was removed.

Event description:
Hold gn 12-13this is filed to report unintended movement, perforation, surgical intervention, delay, hypotension, prolonged hospitalization, medical intervention, and deathit was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. On (B)(6) 2021, the steerable guide catheter (sgc) was advanced to the mitral valve; however, advancement was difficult due to the high tortuosity of the femoral vein and the sgc was advanced too much in the left atrium. After the sgc crossed the septum, the clip delivery system (cds) was advanced through the sgc, but then the sgc and clip moved unintentionally. Then the clip went through the left atrium wall and came outside the heart wall, causing a clinically significant delay in the procedure. The procedure was aborted and was converted to surgery which resulted in the patient to remain hospitalized longer. The clip was extracted prior to surgery. Then the hole of the left atrium wall was patched and a drainage was placed. The patient arterial blood pressure was very low and a long massage was required to recover the patient. No clips were implanted, and mr is 4. On (B)(6) 2021, the patient died due to decompensation of organs following the surgery performed. No other information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number.